Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse, cystocele, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/10/2017. Patient codes: (B)(4) hematuria, (B)(4)incontinence, (B)(4) urinary frequency, (B)(4)nocturia. It was reported that following insertion the patient experienced hematuria, urinary incontinence, urinary frequency and nocturia.